Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system displayed alert 38 indicating a motor stall, after which the user force-restarted the app, performed a dry run without supplies confirming delivery functionality up to 120 mg/dl, then replaced all supplies and completed a cartridge and infusion set change; blood glucose was reported as 138 mg/dl and not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device motor-related issue consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.